Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, 2744 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 37 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2020, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery? No. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("the left essure was poking through fallopian tube") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginitis, vaginal discharge and ovarian cyst. Concurrent conditions were listed as dermoid cyst and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. At an unknown time, she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy with removal of essure devices bilaterally). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2020. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: a. Right ovary with dermoid cyst: mature cystic teratoma (benign) (dermoid cyst). Right essure: essure device. Right fallopian tube: fallopian tube, transected. Left essure: essure device. Left fallopian tube: fallopian tube, transected. Left dermoid cyst: benign simple cyst with flat and squamoid epithelial lining. Gross description: the specimen is received in formalin, identified with the patient's name, and designated as right essure". The specimen consists of the specimen consists of an essure device measuring 5 x 0.2 x 0.2 cm. E specimen is received in formalin, identified with the patient's name, and designated as left essure". The specimen consists of single essure device measuring 4 x 0.2 x 0.2 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Event medical device removal is replaced with fallopian tube perforation. Surgical pathology report, concomitant condition, medical history and reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("the left essure was poking through fallopian tube") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of vaginitis, vaginal discharge and ovarian cyst. Concurrent conditions were listed as dermoid cyst and pelvic pain female. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required). The patient was treated with surgery (salpingectomy with removal of essure devices bilaterally.). At the time of the report, the outcome of the event was unknown. The reporter considered fallopian tube perforation to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2020: a. Right ovary with dermoid cyst: mature cystic teratoma (benign) (dermoid cyst). B. Right essure: essure device. C. Right fallopian tube: fallopian tube, transected. D. Left essure: essure device. E. Left fallopian tube: fallopian tube, transected. F. Left dermoid cyst: benign simple cyst with flat and squamoid epithelial lining. Gross description: the specimen is received in formalin, identified with the patient's name, and designated as right essure". The specimen consists of the specimen consists of an essure device measuring 5 x 0.2 x 0.2 cm. E specimen is received in formalin, identified with the patient's name, and designated as left essure". The specimen consists of single essure device measuring 4 x 0.2 x 0.2 cm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.